Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Analysis of the catheter found coring/tears/cuts in the seal of the sutureless connector (sc) assembly. Leaking was seen during pressure testing. Interrogation of the pump determined it was used to infuse morphine sulfate [20.0 mg/ml] at 10.889 mg/day, dilaudid [20.0 mg/ml] at 10.889 mg/day, baclofen [150.0 mcg/ml] at 81.67 mcg/day, bupivacaine [10.0 mg/ml] at 5.444 mg/day, and clonidine [27.222 mcg/day] at 50.0 mcg/ml.

Event description:
The patient's pump and catheter were explanted and returned without documentation. No patient symptoms were reported. The indications for use were non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: the indications for use were non-malignant pain, spinal pain and failed back surgery syndrome.

Manufacturer narrative:
The main device, the other relevant component includes: product ID: 8709sc ,(B)(4), implanted: (B)(6)2009 explanted: product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) on october 26, 2017. In response to the question, "please clarify the reason for explant. Was there a device issue, patient/therapy issue, procedure issue, etc.?" The hcp stated "patient is deceased - trauma from mva." The hcp did not know when the pump and catheter were explanted, and did not know what the patient's weight was at the time of the device explant.

Manufacturer narrative:
Date for supplemental report #001 is (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.